Event description:
It was reported post implant of a realize adjustable band, the tubing was floating freely in the abdomen disconnected from the port. This was detected by fluoroscope. The location of the strain relief is unknown. The locking connector was still connected to the port. The port was replaced and the tubing reconnected. A fluoroscopy determined that port was partially flipped and the tubing disconnected. The surgeon placed 4cc back into the band before completing the case. There was no impact to the patient.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis. Device remains implanted.